Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken and the leads were explanted and replaced. Related manufacturer reference number: 1627487-2022-06516.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.